Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had less battery life and received replace battery now. Customer stated that the battery did not last more than 1 week. The customer was advised that the insulin pump needed to be replaced and was recommended to refer back up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.